Event description:
It was reported that patient had left knee revision due to pain. Surgeon took out baseplate and replaced.

Manufacturer narrative:
Additional devices listed in this report: cat # 6632-0-315, lot # rsij, description: duracon modular non-beaded cr femur asy. Cat # 6642-2-620, lot # 91569, description: duracon symmet duration 31x9mm. Cat # 6642-1-609, lot # 08879801, description: dura duration a/p tib sm 9. Cat # 6191-1-001, lot # unknown, description: simplex p full dose 1 pack; qty: 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding crack/fracture involving a duracon baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: bone cement covers most of the underside of the baseplate including the keel and there is evidence of bone interdigitation throughout. A fracture was observed on the intracondylar notch on the posterior right side of the device. Asymmetrical wear patterns posteriorly were observed on the uhmwpe insert. This would create biased loading posteriorly which likely led to the fracture of the tibial baseplate. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the reported device was accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: material analysis indicated that biased loading posteriorly on the tibial baseplate may have led to the fracture of the baseplate. No material or manufacturing defects were observed on the device features examined. However, the exact cause of the event could not be determined because further information such as, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that patient had left knee revision due to pain. Surgeon took out baseplate and replaced.